Event description:
Laboratory personnel identified high sodium (na+) results, repeated testing, performed quality control (qc), qc was out of limits for na+ and chloride (cl-). Testing was discontinued on the analyzer. This resulted in patient's results reported at higher-than-expected values for both na+ and cl- tests.